Event description:
It was reported that three days following an impression procedure performed using aquasil ultra, the pt experienced nausea and began vomiting; the pt had not reported swallowing any of the product during the procedure. Six days following the original procedure, the pt went to the hospital and emergency surgery was performed; four inches of the small intestine were removed. The pathologist indicated that a polyvinylsiloxane material had been ingested. The pt is now reportedly doing well.

Manufacturer narrative:
While there is no indication that the material malfunctioned in this event, because surgical intervention was required, this event meets the criteria for reportability. A retained sample was evaluated for appearance, work time, set time, consistency, and recovery and found to be in specification. A DHR review was also conducted with no abnormalities noted.